Event description:
The patient had surgery for tennis elbow. After surgery, the patient was told to remove the bandage 48 hours later. When removed she noticed a burn around the entire surgical site. Her doctor prescribed bactrim. There was no relief after a day and half. After experiencing pain, dizziness, fatugue, weakess and nausea she went to the emergency room. She was admitted and the doctors performed extensive testing, including bloodwork, to confirm it wasn't sepsis. In the emergency room she was prescribed vancomycin, fluids, benadryl, and oxycodone for pain. She experienced a headache and her medification was changed to tramadol. While in the hospital, she developed a rash and hives down her right forearm. The doctors believed it was contact dermatitis. The patient was discharged several days later with the rash still there. The rash persisted and she was prescribed triamcinolone .1% as a topical to apply. She used the triamcinolone for two days with no change;and the rash appeared to get worse. She continued to experience burning and itching and placed topical benadryl on the hives and rash on her forearm, but not near her surgical site. The benadryl topical appeared to relieve itching, but her arm looks like it's bruising under the skin on her forearm.

Manufacturer narrative:
No samples or lot information was provided. Follow-up correspondence was sent for this information. The patient sent pictures of the reaction and our chief medical officer confirmed that it does appear to be an allergic reaction to the adhesive. A trend analysis was performed and this event type remains low and stable. We will continue to monitor this event type to determine if additional action is necessary.